Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure and the clips would not hold tissue. The case was completed with another device and with no patient consequence.